Event description:
Affiliate reported that the microsensor stopped working and icp monitor gave a message "no transducer detected". The customer disconnected and reconnected, tried different cable (82-6636) and tried different icp express boxes, however, continued to receive message "no transducer detected. As a result, the device was explanted during the week of feb 2 nd.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.